Event description:
The user facility reported a 77-year-old male patient was being implanted with an impella cp device for mechanical circulatory support. The complainant reported patient was placed on impella cp support after coding during stent placement. A clot was seen at the leaflet on the trans-esophageal echo. There was also a possible clot under the left main artery seen bouncing around. Fibrin removal was performed with a plan to change to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The device or the logs were not returned for analysis. The root cause of thrombus could not be determined as insufficient clinical details were provided.